Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the rex roth valve being stuck. Additional malfunction for this device was the power switch had a short circuit.